Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported communication issue and subsequent procedure cancellation could not be determined.

Manufacturer narrative:
One 1500t11 -cp cardiac ablation generator was received for investigation. Functional testing revealed a displayed impedance value of ¿hi¿ due to an open electrical circuit at the indifferent electrode connector. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the communication issue and subsequent procedure cancellation was isolated to an open electrical circuit at the indifferent electrode connector.

Event description:
During the procedure, the generator lost connection while ablating and the procedure was cancelled. Further troubleshooting could not re-establish the connection so the procedure was rescheduled. There were no adverse consequences to the patient due to the cancellation.